Event description:
The customer reported one discrepant troponin I (access accutnl+3) result, for one patient, involving the access accutnl+3 reagent used in conjunction with the unicel dxi 600 access immunoassay system. The customer stated the discrepant result was released from the laboratory. The laboratory reanalyzed the sample, on the same instrument, and obtained lower results, within the normal reference range. An amended report was issued to the hospital. There was no report of patient injury or change in patient treatment associated with this event. The patient's sample was collected in 12x75 mm lithium heparin gel tube and less than one hour following collection. The sample was centrifuged at 7,000 rpm (rotations per minute) for seven minutes, at room temperature. No sample integrity issues were noted. Quality control (qc) is performed once every 24 hours and was within specification at the time of the event. No system issues were reported. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutnl+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.